Event description:
Pt received a pacemaker in 2006, with no problems. The following day, interrogation of the device showed a non-functional atrial channel. It turned out that the atrial lead was in good position. The device was replaced. The new device is functioning well.